Event description:
Customer's mother reported customer had issues with skin irritation and the sensor overlay tape. Customer had to remove the sensors early due to the irritation caused. Customer's blood glucose is 112 mg/dl. The skin is red and itchy where the tape attaches to the skin. Customer prepares the site with an alcohol wipe. Customer was advised try different tapes and insertion sites. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.